Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the intensity of the light is low and the "optics" are cracked inside the illuminator. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer called the company representative to assist with illumination which may be dim. The customer informed the company representative that there was no issue with the system and then declined to have further servicing. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. A lack of illumination has the potential to impede proper visibility into the eye during a procedure. Thus, allowing the potential for creating a surgical complication, surgical delay, or requiring a second procedure to take place. The lack of illumination in itself, however, does not affect the ability to maintain intraocular pressure. If, during surgery, a total system shut down occurs or illumination is lost, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. There was no problem with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).